Event description:
It was reported that the serial cable was discarded; therefore, no analysis can be performed.

Manufacturer narrative:
(B)(4).

Event description:
The company representative indicated that he needed a new usb cable for his tablet as he was receiving an error message. A new usb cable was provided. The faulty usb cable has not been received for analysis to date.